Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open unit. Analysis and results: there are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured and distributed in the market. There are no units in stock. Received an open sample with the needle detached and the thread still wound on the pack. However, without any closed sample and analysis cannot be carried out in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirement. Taking into account that no other complaints has been received for this code-batch, this is consider an isolated unit. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, note is taken of this incidence and if any closed sample is received in the future, the case will re-open and analyzed actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take action in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: malaysia. Needle detached during surgery.